Event description:
Status post left lower lobe wedge resection, onq pain pump system;the next day patient retired that evening without incident, woke with weakness in extremities; and seen the next day (two days post procedure) by neurologist and anesthesiologist, onq discontinued as it was felt she was experiencing a spread of her local anesthesia. Symptoms did subside and patient was discharged two days after onq was discontinued.